Event description:
It was reported the patient is not experiencing effective stimulation. Reprogramming was unsuccessful. The physician sent the patient for an x-ray. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.